Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unknown controller alarm occurred and a controller exchange was performed at home against medical advice, replacing the alarming controller with the backup controller, after which the ventricular assist device (vad) started without issues. The patient was rarely seen by clinicians and was reluctant to come to the hospital. The patient contacted the care team after experiencing the alarm, and disconnected and reconnected both power sources, which resolved the alarm and restarted the vad, but the patient was unable to specify which alarm had occurred. The care team advised the patient to come to the hospital for a proper controller exchange and to download logfiles. A new controller was sent to serve as the backup. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation as the customer refused to return the controller. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files could not be performed since log files were not available for analysis. There is insufficient information regarding the reported controller alarm event. As a result, the reported alarm could not be confirmed and a possible root cause could not be determined. Additionally, the loss of power could not be confirmed. A possible root cause of the controller loss of power events can be attributed to a disconnection of both power sources by the patient, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.